Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. A lead safety switch (lss) had been triggered in april 2024 where the lead reverted to unipolar for sensing and pacing. It was noted that the lead failed to capture and had high pacing threshold measurements in bipolar. However, in unipolar, oversensing of noise was observed, resulting in inhibition of pacing. This did not affect the patient, as they had an intrinsic rhythm. In september, the patient underwent an ra lead extraction. There was a tear in the right atrium when trying to remove the lead. The patient was put on extracorporeal membrane oxygenation (ECMO) but ultimately passed away. The extracted lead will not be returned for analysis.